Event description:
Alpc in 2020 5+ years ago current lead trends and egm are consistent with historical values. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).